Event description:
It was reported that a patient presented with signal artifact noted on the right ventricular lead due to alleged fracture of the lead. The lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.